Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and topical skin adhesive was used to close the incision. Within a short period of time the patient developed hives which then went to a delayed systemic response which caused facial swelling. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.